Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found sensor broken near sensor base. Broken part missing unable to confirm customer received sensor damage due to customer returned opened and used.

Event description:
It was reported that the sensor was stuck in the serter. It was also reported that the sensor broke.